Event description:
This feedback was initially received by customer advocacy on (B)(6) 2012, in an email stating "I need to find out what happen to a pt on (B)(6) 2011. The drug was nitroprusside. Was told the pt had an allergic reaction. I have spoken to one of our clinician's and he says it looks like the pt most likely started crashing due to the amount being infused throughout the day". Further info was requested as details such as the type of device and country in which the incident occurred were not provided. On (B)(6) 2012, and following several repeat requests, customer advocacy was advised that the incident happened on (B)(6) and the customer did not wish to raise an official complaint or provide any further info. The details received stated: "an infusion of nitroprusside 50mg/250cc (200mcg/cc) was started at a rate of 13.9cc/hr, then titrated to 59.4cc/hr and then again to 69.3cc/hr. Approx 10 hours after the start of the infusion, a new concentration of 200 mg/250cc (800mcg/cc) was started at a rate of 15cc/hr, then titrated to 7.5cc/hr, then to 1cc/hr. MFR's report#: 2016493-2012-00203. (B)(4). Two hours after the start of the second infusion the rate was titrated to 3.5cc/hr. The reporter then stated "three hours later, the pt developed profound hypotension. Etiology initially unclear. Milrinone, epinephrine, vasopressin added to support blood pressure. Taken to catheterization lab where swan numbers suggested distributive shock....pt was rapidly weaned to minimal doses of one pressor (norepinephrine)... (6- 8 hour after discontinuation of nitroprusside infusion)."

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.